Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: (B)(4), product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and head/brain injury. On (B)(6) 2018 it was reported that the healthcare provider had programmed a pump to milligrams when it should have been micrograms for the concentration. The actual numbers were programmed accurately but the wrong unit of measure was entered. Additional information received on (B)(6) 2019 reported that the cause of the error was incorrect units selected. The units were not specific to the medication chosen. The actions and interventions taken to resolve the issue was the patient was scheduled to come back to the clinic to be reprogrammed. No patient symptoms reported. No further complications were reported or anticipated.